Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A health care professional reported that following an implantable collamer lens (icl) procedure this patient experienced blurry vision and late lens rotation. In a separate visit the lens was repositioned and the problem was reported to resolve. In a separate post op visit the patient experiences blurred vision. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b4 in initial MDR is corrected to 13-dec-2024. E1 in initial MDR is corrected to yes. E3 in initial MDR is corrected to physician. E4 in initial MDR is corrected too unknown. G3 in initial MDR is corrected to 13-dec-2024. Claim# (B)(4)

Manufacturer narrative:
Additional information: b5 - a health care professional reported an update that after repositioning. Patient did well for 6 months but the lens has rotated again. If additional information is received, a supplemental medwatch report will be submitted. (B)(4).

Manufacturer narrative:
B5 - a health care professional reported that following an implantable collamer lens (icl) procedure this patient experienced blurry vision and late lens rotation. In a separate visit the lens was repositioned, and the problem was reported to resolve. In a separate post op visit the patient experiences blurred vision. Patient did well for 6 months but the lens has rotated again. Patient had icl exchange to 12.6 after failed attempts of rotational stability with a 12.1 the 12.6 lens has rotated again. Claim # (B)(4).